Event description:
It was reported the stimulator would turn on and off unexpectedly when the pt was near the device that assists her with her speech (a dynavox computer). Having the pt try to recreate her daily routine and periodically check her stimulator to see if it is being turned off by something in her environment was recommended. The representative planning to follow up with the pt's neurologist additional info has been requested from the hcp, but was not available as of the date of this report.